Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Other UDI: (01) unk, (10) unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) reported that medical reprocessing staff identified the interlock screwdriver tip was non-functioning, damaged, and as such could not be correctly assembled for use. Instrument discarded. There was no patient involvement. This complaint involves 1 (one) device. (B)(4).

Manufacturer narrative:
Corrected data: event date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.